Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient suffered from twiddler's syndrome, causing the device to migrate and flip, as well as dislodging the right atrial (ra) lead. The device was re-sutured back into the pocket and the lead was re-positioned. Both products remain in use. No further patient complications have been reported as a result of this event.